Event description:
It was reported that a pt underwent an obturator sling procedure on (B)(6)2009. During the procedure, while inserting the mesh into the pt, the mesh pulled away from the inserter where the mesh joins the inserter. The mesh was nearly through its insertion pathway and was nearly at the exit site of the skin surface. The surgeon was able to open the exit area a little more with a scalpel and then pull the mesh through to continue the procedure. The case was completed and the mesh remains implanted.

Manufacturer narrative:
(B)(4) - mesh to plastic needle detached: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.